Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus local service engineer report that there was a message from the user that the malfunction was eliminated by corrected the handling. Omsc surmised that the reported phenomenon was occurred the handling by user. The instruction manual provides preventive measures against the reported failure mode.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing an abnormal image appeared on the monitor and during the unspecified procedure with the subject device, an image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.